Event description:
The patient reported damaged teeth, tooth decay, inflammation/irritation, and dental work with crowns coming loose and new crowns.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.